Event description:
It was reported that a review of stored episodes for this subcutaneous implantable cardioverter defibrillator (s-ICD) system was requested. Technical services (ts) discussed a smart pass disable episode due to low amplitude and untreated and atrial fibrillation (af) events with low amplitude which led to oversensing. Additionally, an inappropriate shock was noted to have been delivered due to oversensing of wide complex. This s-ICD system remains in service. No additional adverse patient effects were reported.